Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the device was inserted and deployed in the common femoral artery without difficulty. The knot was then delivered down to the arteriotomy site however complete hemostasis was not achieved. It was reported that manual compression was then applied and successful closure was achieved. The pt was discharged home from the hospital later that day. In 10/2002, the pt presented to the hospital with complaints of blood oozing from the right groin and swelling of the right thigh. The distal pulses of the right leg were reported to be palpable. A complete blood count revealed a low hemoglobin result. It was reported the pt rec'd approximately four to five units of packed red blood cells during their hospitalization. The complete blood count was repeated and reportedly the hemoglobin result remained low. A surgeon was consulted and the pt was taken to surgery for repair of the bleeding right femoral artery. It was reported that the "perclose" stitch was present and blood was leaking from the arteriotomy site. When the femoral artery was lifted by the surgeon, the stitch reportedly came out along with a thrombus. A suture was used to repair the arteriotomy of the femoral artery. The surgeon also reported evacuating a "large" hematoma that extended from the right groin to the knee. On 10/21/2002, the pt was discharged home and is doing "fine" to date. There are no reports of any further adverse pt sequelae.